Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per instructions for use and that it was placed inside the operating room during use with the fan directed away from the patient and at an estimated distance of 2.5-3 meters from the surgery field. In addition, it was learned that the hydrogen peroxide (h2o2) level is not checked daily as recommended by instructions for use despite the device being stored full of water. In detail, it was communicated that the h2o2 level is not checked during week-ends. Based on above, it cannot be excluded that this deviation from instructions for use may have led/contributed to the reported contamination.